Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be specified since it was unknown whether reprocessing was practiced in accordance with IFU. Therefore, the cause of the event is likely due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: chapter 3 preparation and inspection, section ¿3.2 inspection of the endoscope and section¿ ¿3.6 inspection of the endoscopic system¿ as below. [Inspection of the endoscope]: inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents or other irregularities. [Inspection of the objective lens cleaning function]: inspection of the water feeding function: keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found scratch on insertion section of the connecting tube. Part of the insertion tube is caught and pinched-the insertion tube becomes deformed (handling issue). The reported issue of "bitten" (defects of shape or structure) could be confirmed. Furthermore, device evaluation found foreign material inside the device nozzle. Due to this condition, irrigation error occurred. This issue attributed to be due to handling issue, insufficient reprocessing. Additionally, the following defects were identified during device inspection: due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. The suction cylinder was scraped with a cleaning brush (handling issue). Due to a scratch on objective lens, flare streak on image was observed. Adhesive on a-rubber has a chip. Scratch observed on switches (switch box, switch 1, 4) , grip, universal cord, distal end c cover, scope connector, control unit, up/down knob, forceps lever knob, protector of universal cord on control section side, objective lens. Due to the nature of this reportable event (foreign material found inside nozzle), follow up performed regarding the customers cleaning sterilization and disinfection (cds) processes performed at the user facility. The following information were provided: device was cleaned, sanitized and disinfected prior to sending the device for repair. Facility was not aware, noted ¿unknown¿ as to when the foreign matter adhered on the device. ¿ did not provided additional information. The time lag between the end of clinical use and the start of pre-washing noted delay, not properly implemented. Customer noted normal, no abnormalities on the accessories used for reprocessing. The customer confirmed that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. Flushed the air/water nozzle with water and air. Flushed air/water nozzle with detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Company representative sent a repair request reported with an issue of "bitten" (defects of shape or structure of bending/insertion section). No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign material in the device nozzle. This report is being submitted due to the finding of foreign material in the nozzle (insufficient cleaning (handling problems) identified during device return evaluation .